Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 the consumer reported via the manufacturer representative that she was having to recharge two times a day. The rep ran impedances due to an alert upon interrogating the battery and noted impedances on electrodes 8 and 15. The patient was still having adequate pain relief so no reprogramming was needed for the electrode impedances. To solve the recharging issue cycling was activated and the rate was decreased from 1000 to 860 which changed the recharge interval from less than 1 day to 1.6 days. The patient was satisfied with the change and the issue was resolved at the time of the report. The indications for use were spinal pain and other chronic/intractable pain of the trunk/limbs. No patient symptoms reported. On (B)(4) 2019, additional information was received from the rep. It was reported that patient was getting more than 50% pain relief. The impedances were high but not affecting the patient¿s device or pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported cause was not determined and no further plans at this time to address issue.